Event description:
Customer reports inform system does not download; also reports 3rd and 6th contacts are blackened. No adverse event reported. The malfunction occurred at a medical center. Requested return of suspect device and replacement was sent.